Manufacturer narrative:
The miseal thermal ligating shears kit was not returned in a timely manner, therefore, no investigation could be conducted. No add'l complaints have been received for this lot number. There is no remaining product with this lot number in house to investigate.

Event description:
The white protection at the end of the jaw fell into the patient during surgery. This piece was retrieved. No add'l patient info was provided.